Event description:
According to the reporter: procedure: low anterior resection. After firing the instrument, they couldn't remove the anvil and it didn't tilt. An incision was made proximal to the colon to remove the anvil. Other than the incision, there was no tissue damage. Minimal bleeding was reported and the case was delayed by more than 30 minutes.

Manufacturer narrative:
Date of initial report: 06/22/2009.